Manufacturer narrative:
There is a temporal relationship between the event of hernia with subsequent surgery and bloody drainage and pd therapy on the liberty cycler. There is no documentation to show a causal relationship between the adverse events and the liberty cycler. Additionally, there is no allegation of a device malfunction or deficiency against any fresenius product. Based on available information the cause of the hernia is unknown. The bloody drainage was caused by the patient not decreasing his fill volume after surgery. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient caregiver reported that the patient has an umbilical hernia and that the patient¿s effluent was bloody. Additional information was obtained through follow-up with the peritoneal dialysis nurse who reported that the type of hernia is unknown and that the patient underwent hernia repair. The nurse indicated that the patient did not know that he was supposed to lower the fill volume of his pd treatments after surgery and the bloody drainage was due to the higher fill volume. The pdrn advised the patient to decrease the fill volume and that resolved the issue. Hospital course and dates are unknown. Additional information was solicited.